Event description:
According to the event description: the first incident delivered medication seven hours earlier than the adjusted time, while the second incident delivered it 17 hours earlier.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however, similar items are sold in the united states by b. Braun medical, inc.